Event description:
A ventilator was returned to the MFR for routine maintenance. There was no allegation of device malfunction. There was no pt harm or injury reported.

Manufacturer narrative:
During eval at the MFR's service center, a failure related to the device's oxygen blender board was observed. The device's oxygen blender board was replaced to address the issue.